Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during an in home patient check, the patient implanted with this pacemaker was noted to have a heart rate of 27 beats per minute (bpm). The device was programmed to ddd 50. Boston scientific technical services (ts) discussed potential causes. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.